Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Anchorage lisfranc plate was used as per operative technique, the locking screws appeared to be going through the plate.